Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 255 mg/dl. The customer stated that the pump had a blank screen and made buzzing noises. The customer also received a battery out limit alarm. The customer stated that the pump alarmed during normal use. The customer stated that the screen was blank for about 15 minutes.